Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Product was not returned or pictures not provided. Visual device evaluation could not be performed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. This device is used for treatment. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no patellar resurfacing/implant, which could contribute to the patient¿s pain and synovitis if osteoarthritic progression is present. The discharge report states procedure and post-op stay went well without complications, post-op x-ray shows implants in correction position and alignment, and the patient was able to increase range of motion with rehab discharge. Additionally, patient made good progress with physical therapy. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device remains implanted.

Event description:
It was reported via patient's legal counsel that a patient underwent an initial right total knee arthroplasty. Since implantation the patient has experienced continuous pain and difficulty with mobility. Continuation of prescription pain medication did not relieve the patient's symptoms. Approximately four years post implantation, xray images revealed loosening of the medial tibial plateau and a diagnostic arthroscopy found synovitis from polyethylene abrasion deposits in the joint. Cultures and tissue samples showed no evidence of infection. The patient is scheduled for an upcoming revision surgery due to aseptic loosening and polyethylene bearing wear. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: lps fem comp sz e-r, item#: 00-5996-015-02, lot#: 63931769; st prc tib plt size 4, item#: 00-5980-037-02, lot#: 63987026; lps-flex fxd mld ef/3-4 12mm, item#: 00-5964-032-12, lot#: 63908007. Report source: foreign: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced pain and implant loosening approximately four (4) years after initial surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received.